Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump will not occlude fluid. No patient injury was reported.

Manufacturer narrative:
Other text: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was not broken. A bubbled downstream sensor seal and worn upstream sensor seal was observed. Found multiple high alarm displayed: downstream occlusion in the event history log. Performed functional check. Performed nda-testing of pump. Customer reported problem was duplicated. Using our in-house psi pressure test station due for calibration jul2023. The device was able to show a result of 22psi which is within our 9-27psi specifications. However, having performed calibration test, the downstream sensor failed. The reported problem was caused by a faulty downstream sensor. Replaced the downstream sensor. The device passed functional and delivery test. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.